Manufacturer narrative:
The failure investigation has been completed and the alleged touch screen issue was verified. Additionally the alleged high bg issue was verified in the pump logs, however, no failure was identified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer's blood glucose (bg) was high, however, a specific value was not provided. Cause of high bg was unknown. Customer administered a manual injection to address bg level. Additionally, the pump touch screen was unresponsive. Reportedly the customer reverted to manual injections for insulin therapy.